Event description:
The service report shows that the customer notified a nellcor puritan bennett customer support engineer (npb cse) about a ventilator that failed an est. The npb cse inspected the device and replaced one of the auto-zero solenoids (sol 6). During the extended self testing the cse noted that the bacteria filter heater was non-functional. He traced the problem to a loose ac connection. The connection was tightened and the filter heater was fully functional again. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.